Manufacturer narrative:
(B)(4). The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer's mother reported via phone call that there was water on the insulin pump screen. The customer's blood glucose level was 202 mg/dl. The customer had gone for swimming and stated that there was water inside the screen of the insulin pump and was no longer confident in using the insulin pump. The customer stated that the type of moisture exposed to the insulin pump was water. Customer stated the insulin pump was not dropped. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.